Manufacturer narrative:
Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 1000427277. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72018201. Serial number: n/a. Batch/lot number: 1000335894. Model/catalog description: reservoir flat 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation is acknowledged within the directions for use (dfu) and is not related to off-label use or failure to follow instructions. A risk review was completed, and inflation issue is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) exhibited inflation issues despite the pump being squeezed with normal rebound observed. A surgical procedure was performed, during which the reservoir was removed and later all components were removed and replaced. No complications were reported.